Manufacturer narrative:
The technician found the head cylinder was leaking at the fitting. The technician replaced the head cylinder to repair the bed.

Event description:
Information received indicates the head of the bed is drifting down.